Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced high blood glucose level for two weeks. The customer's blood glucose level at the time of incident was more of the 300 or 400's mg/dl. The customer treated with syringe and had to push out insulin during fill tubing and insulin came out. It was also reported that customer had sores and infections into site around the navel. The insulin pump will not be returned for analysis.